Event description:
During an operative procedure (pt under anesthesia) the disposable trocar and grasper broke. Pieces of small plastic and one piece of large white plastic were retrieved from the pt. Bioengineering was notified 2/8/94. No pt injury attributable to event. (Also see mw1000855.)